Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the l3 lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Correction to a4, d4, d6a, e1 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy and was not able to set their system into MRI mode. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8207493.